Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4 had failed to close. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4 had failed to close. A field service engineer (fse) identified that drawer 4 had failed due to a missing magnet on the inseparable. The inseparable was replaced, and the drawer was tested in the hardware test application to confirm proper functionality. All operations were verified as normal. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4 had failed to close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.